Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 522 mg/dl. The contact believes the customer did not calculate the carbohydrates correctly for the food bolus. A bolus of insulin was used to lower the bg to 154 mg/dl. There was no device malfunction reported.